Event description:
The report stated that the ligasure impact was in use during a vaginal hysterectomy, when the jaws of the instrument locked up and would not open. The device was slid off the pt's tissue without harm.

Manufacturer narrative:
Eval of the returned device on april 24, 2008 found that the integrated cutter is trapped between the closed jaws of the instrument and that part of the cutter is protruding beyond the jaws of the device. When the device eval is complete, a follow-up report will be submitted.